Event description:
Two (2) incidents of catheter break upon removal. Two (2) different pts, & users. Person reporting thinks it/they may be user related, (insertion technique.) One (1) of the incidents required surgical intervention.